Event description:
It was reported that the customer had high blood glucose levels of 175 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated even though it was not supposed to. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of about 60 mg/dl where the actual blood glucose level was about 175 mg/dl. Troubleshooting was done. The customer also reported a weak signal alert from the insulin pump. The customer also reported that the sensor of the insulin pump was bent. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.